Manufacturer narrative:
Evaluation of the returned pod coil revealed, that the embolization coil was detached from its pusher assembly and undamaged. And the complaint could not be confirmed. Evaluation revealed, that the pusher assembly was fractured. If the pod coil is advanced against resistance, damage such as kink and subsequent fracture may occur. The detached embolization coil likely resulted, from the pusher assembly fracture. Based on the returned condition, the root cause of the reported complaint could not be determined. Further evaluation revealed, in pusher assembly kinks. This damage was incidental to the reported complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. Section h: box 6. Conclusions code 1: 4316, the investigation findings do not lead to a clear conclusion about the root cause of the pod coil becoming stuck at the hub of the microcatheter. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod coils, a non-penumbra microcatheter, and balloon catheter. During the procedure, while advancing the first pod coil, it became stuck in the hub of the microcatheter. Therefore, the pod coil was removed. The procedure was completed using a new pod coil, podj coil, and the same microcatheter. There was no report of an adverse effect to the patient.